Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line (resistance). The reported unexpected medical intervention was a result of case specific circumstance as the lock line was cut to be removed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve. The physician started to remove the lock line, but after retracting the line almost 20cm the lock line appeared blocked and the physician was unable to retract the line further. The physician opened the flush and tried to release some tension on the system by aligning the steerable guide catheter (sgc) and the clip delivery system (cds) with the clip. The physician was able to remove other 40cm of the lock line but then the line was stopped again. In order to deploy the clip, the ll had to be cut. The clip was successfully deployed, however, a portion of the lock line remained attached to the clip. This portion was able to be removed at the access site. At the end of the procedure mr was grade 2+.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve. The physician started to remove the lock line, but after retracting the line almost 20cm the lock line appeared blocked and the physician was unable to retract the line further. The physician opened the flush and tried to release some tension on the system by aligning the steerable guide catheter (sgc) and the clip delivery system (cds) with the clip. The physician was able to remove other 40cm of the lock line but then the line was stopped again. In order to deploy the clip, the ll had to be cut. The clip was successfully deployed, however, a portion of the lock line remained attached to the clip. This portion was able to be removed at the access site. At the end of the procedure mr was grade 2+.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve. The physician started to remove the lock line, but after retracting the line almost 20cm the lock line appeared blocked and the physician was unable to retract the line further. The physician opened the flush and tried to release some tension on the system by aligning the steerable guide catheter (sgc) and the clip delivery system (cds) with the clip. The physician was able to remove other 40cm of the lock line but then the line was stopped again. In order to deploy the clip, the ll had to be cut. The clip was successfully deployed, however, a portion of the lock line remained attached to the clip. This portion was able to be removed at the access site. At the end of the procedure mr was grade 2+.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance as the lock line was cut to be removed. There is no indication of a product issue with respect to manufacture, design or labeling.